Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00656 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the nurse deployed the clip, but the clip would not release from the catheter. The clip was pulled off of the tissue, but there was no tissue damage, or additional bleeding. The clip fell off into the patient, and was left to pass naturally. The second clip would not fully open inside the patient. The case was completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient age was not available, (B) (6).the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Manufacturer narrative:
The returned device was evaluated. The prongs opened to approximately 6 mm, and were bent. The clip assembly was actuated several times and deployed per design; two distinctive clicks were heard. A root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00656 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the nurse deployed the clip, but the clip would not release from the catheter. The clip was pulled off of the tissue, but there was no tissue damage, or additional bleeding. The clip fell off into the patient, and was left to pass naturally. The second clip would not fully open inside the patient. The case was completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.